Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: two smiths medical cadd cassette reservoirs were returned for analysis in a used condition. The samples were tested to measure the height of the pump tube arch and determine if is under or out of specification. It was noted that the pump tube height of samples was out of spec however due samples were received in used conditions is it possible the pump tube height could be modified during the use or transportation. The samples received were connected to the cadd legacy plus and to balance mettler toledo to look for unusual function, samples were fully priming and connected without difficulty, the pump was set running and the alarm was not activated. The cassettes passed the tests. Based on the evidence, the complaint was not confirmed, and no fault was found.

Manufacturer narrative:
Other, other text: additional information: h6 this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: h1: correction product problem g5: k040636.

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir for high dose of dilaudid, a no disposable alarm was noted. It was noted that the patient was without pain medication for several hours until a new cassette was compounded, delivered, connected and therapy was resumed. No further adverse effects were reported.